Event description:
The customer reported that they were hospitalized for dka. The programming and histories on the pump are accurate. The customer was disconnected from the pump and ran a fixed prime. The insulin exited. It was stated that the customer has no health issues that would cause an elevated sugar level. The set was changed properly. It was informed that the customer was taken off the pump and stabilized with an insulin drip. As soon as the customer went back on the pump, the sugars rose immediately. A replacement was requested.